Event description:
We received a report that during the implantation of a (B)(4) the lens would not center correctly and the haptics broke. In follow up obtained on (B)(4) it was learned that a capsule tear occurred which required a vitrectomy. The doctor was unable to fixate the iol in the sulcus. He indicated the iol would not unfold slowly enough to stabilize. He cut the iol out and tried again with the same result. The patient was beginning to have some positive pressure so the patient was left aphakic. The surgeon recently implanted an anterior chamber iol and the patient is 20/20 without correction.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturer. Visual examination under a microscope revealed surface residuals (fiber/particles) on the lens that could be related to the handling the lens in a non-sterile environment. The lens returned cut in two pieces and with both haptics severely distorted that could be related to the handling of the unit during the insertion process. The investigation results reasonably suggest that the probable cause of the conditions observed in the sample returned could be related to surgical technique. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions. All test results showed a pass condition. No deviation or non-conformance related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.